Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. The cause of the peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovering and dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11b07024, h11d12038 and h11g12049 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.